Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by spouse that the patient's blood glucose (bg) levels reached 314 mg/dl while wearing the pod between 24 and 36 hours. Bg levels continued to rise despite the delivery of multiple boluses. When removed from the infusion site (hip/buttocks), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered. The patient's blood glucose history is as follows: (B)(6).